Manufacturer narrative:
Terumo cardiovascular systems (manufacturer of subject device) did not receive the medical device from the user facility despite several requests. However, a review of the manufacturing records for the suspect device were reviewed and no unusual circumstances were noted. Other - pertains to the review of manufacturing records. Results code is referenced due to the nature of the complaint being consistent with previous similar events that have been reported by terumo. Terumo's experience has been that fiber leaks can occur when a product is damaged during shipping/handling, and because this complaint is consistent with similar previous complaints. Terumo has improved the packaging of the product to reduce the likelihood of this event occurring. Conclusion code: this code indicates that no definitive conclusion can be made. While terumo believes the event is caused by a broken fiber due to shipping/handling, a definitive conclusion should not be made. If addition information is learned regarding this event, a follow-up report will be submitted to FDA.

Event description:
The user facility reported to terumo cvs that a blood-gas oxygenator was observed to have a leak originating from the enclosed fiber bundle. The event was observed during cardiopulmonary bypass surgery- resulting in minimal loss of blood (approximately 7cc). It was reported that the patient did not experience injury of any type, nor was there any report of eminent danger. The surgery was completed without intervention of any nature-and the suspect device was used for the duration of the procedure.